Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
During an initial 2 level (l4-s1) fusion surgery, in early 2009, one extender sleeve would not stay on the polyaxial screw even though it was tried on different screws in the construct. There was a surgical intervention required when the surgeon had to slightly extend the original incision as there were no more extender sleeves available. A sterile compressor from the sales representative's incompass kit was utilized to complete the surgery. The surgical delay was 10-15 minutes.